Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4) clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01629 and 3005099803-2012-01630 address these devices. It was reported to boston scientific corporation that two resolution clips were used during a procedure and experienced the same issue. According to the complainant, during deployment, after the clips were locked onto the patient's tissue, each failed to release from their delivery catheters. Each device was able to be manipulated until its clip released; however, after separation, both clips detached into the patient in a closed state and were left to pass in the patient. The procedure was completed using another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.